Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The thread separates from the needle. No reported patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned, d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: was surgery delayed due to the reported event?: no, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention?: unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "...the thread separates from the needle...." Please clarify how many devices were used on this single event. It was reported that "when stitching, the suture is cut repeatedly..." Please clarify how many devices were used on this single event. Please provide lot number. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please provide the specific number of patient events. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If not, please create a new pc file for every event. What is the quantity involved per event? If the device(s) are available for product return: please confirm the number of devices being returned for each event. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details for each event. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.